Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported to the patient registry that a 25mm pericardial aortic valve was explanted after an implant duration of 11 years and six (6) months due to severe aortic stenosis and moderate aortic insufficiency. The explanted valve was replaced with a 25mm 11500a pericardial aortic valve. Per the operative report the patient was placed under general endotracheal anesthesia. Access was gained via median sternotomy. The pericardium was entered and significant adhesions were observed. The ascending aorta was dissected down removing adhesions between the right atrium in the ascending aorta and the aorta was entered just below the previous aortotomy. The valve showed a torn left sinus leaflet at the left non-junction and significant inferior and superior pannus. The valve sutures were removed and the 25mm 2700tfx valve was excised. The annulus was debrided and pannus was removed. The annulus was sized for a 25mm 11500a pericardial valve and was seated then tied down comfortably. The coronary ostia were unobstructed. The aorta was closed and the heart was de-aired and the crossclamp was removed. The heart resumed a spontaneous sinus rhythm. The patient tolerated the procedure well and was returned to the ICU in critical condition. There were no complications. The patient was discharged on pod #4.